Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-05903. It was reported the patient was unable to place the system into MRI mode due to high impedances. Surgical intervention took place wherein one lead was explanted and replaced to resolve the issue. Note: it is unknown which lead is liable, as such both leads are being reported.